Event description:
The initial reporter questioned high results not corresponding to the clinical picture for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The customer alleged the patient showed results of approximately 60 ng/l "for months." The patient had no symptoms and no cardiology findings. The following specific results were provided: on (B)(6) 2026, the result was 82.8 ng/l. On (B)(6) 2026, the result was 76.8 ng/l

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Three samples from the patient were received for investigation from (B)(6) 2026 (sample 1), (B)(6) 2026 (sample 2), and (B)(6) 2026 (sample 3). The customer¿s high results were reproduced at the investigation site. Sample 1: 104 ng/l,sample 2: 94.0 ng/l, sample 3: 60.8 ng/l. The investigation is ongoing.